Manufacturer narrative:
Initial.

Event description:
It was reported that dexcom g7 continuous glucose monitor (cgm) glucose readings were visible in the dexcom mobile app but not on the ilet pump, consistent with an intermittent communication failure between devices and associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure traced to the electrical and magnetic subsystem, specifically implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.